Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zebra printer would print but the user was unable to scan the labels. A field service engineer (fse) adjusted the print darkness from 30 to 15 and the customer refused to test the labels afterward. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the zebra printer for insulin labels was not functioning correctly, and the labels could not be scanned properly. The paper was replaced; however, the issue continued to occur. The customer indicated that printer cleaning and/or printer replacement might be required. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.